Manufacturer narrative:
Findings: insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to the hospital on (B)(6) 2017 at 5 pm after getting into a car crash because of low blood glucose. They were the driver at the time of the accident. Their blood glucose was 68 mg/dl when the paramedics arrived. The customer was in the emergency room for about 6 hours and then was discharged. They were wearing the insulin pump at the time of the incident. The customer declined troubleshooting. The customer stated they had been getting low blood glucose without the recalled infusion sets. The insulin pump will be replaced and returned for analysis.